Manufacturer narrative:
Not returned. Event conclusion a new lead was successfully implanted. The abandoned lead will not be returned for analysis; therefore, boston scientific cannot confirm this clinical observation. This event will be reopened if additional information becomes available.

Event description:
Event description boston scientific received information that the pt with this right ventricular lead developed syncope and presented to the ER with a heart rate of 10bpm. An external pacemaker was applied. Upon testing, high threshold measurements and impedance measurements greater than 2500 in both configurations were noted. A lead fracture was reported. A chest x-ray was normal and no noise was observed. During the lead revision procedure, the lead was abandoned surgically and replaced.